Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction at the insertion site while wearing an abbott diabetes care (adc) device was reported. As a result, the customer experienced symptoms described as "boil, pain, pus," and reported receiving an unspecified ointment as treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.